Manufacturer narrative:
Initial and final MDR 1933131- MDR 3003442380-2024-19117 - device 5 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, patient faced 10 infusion set fell off event between 08-apr-2024 to 19-may-2024. The set fell off after being in use for 24 hours or less. The issue was resolved by replacing infusion set and resuming insulin. No further information available.